Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that a subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during a tachycardia with a heartrate of 150 beats-per-minute. The patient was doing farm work at the time. The shock did not convert the tachycardia, but the tachycardia spontaneously stopped later. R-wave and t-wave amplitudes could not be differentiated during tachycardia as they had the same amplitudes. Subsequently, the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.